Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons were under responsive and that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015.device evaluation: the device has been returned and evaluated by product analysis on 09/30/2015 with the following findings: during investigation, the keypad was observed to be intact and all the buttons were responsive. The keypad was removed and there was no contamination found under the contacts. There was visible rust/corrosion found inside the battery compartment and battery cap. A leak test was performed and failed indicating a battery compartment leak. The pump was opened and there was evidence of moisture ingress and on internal components.